Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. It was determined that the damaged housing was due to device use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(4) that during service and evaluation, it was determined that the motor power was too low, the housing was damaged, the housing with adjusting screw was deformed, as a result, the thread was leaking and the motor was blocked on the compact air drive device. It was further determined that the device failed pretest for general condition, check reverse locking mechanism, check for air leak and check cannulation. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred on 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.